Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up 12/11/2016: the customer reported that they changed their supplies and no further issues occurred. Their bg levels are reportedly in target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. It was also reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer reported a blood glucose level above 300 (mg/dl). A correction bolus and manual injection were delivered to address bg level. The customer declined troubleshooting with tandem technical support.